Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customer and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l which suggests that the memory overwrite malfunction has occurred. In addition, the customer indicates that at one point he did lose consciousness and experienced dizziness and headaches. However, there was no diagnosis or treatment to suggest he had a hypoglycemic/hyperglycemic event. There was no report of death or permanent impairment.